Event description:
It was reported that the insulin pump had a crack in the reservoir compartment, which continued onto the body of the insulin pump. The customer also observed that a piece of the reservoir lip had been cracked off. The blood glucose reading was 145 mg/dl. She did not know how the damage occurred but first noticed it about 5 months prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, broken belt clip slot and cracked case near display window corners noted during visual inspection.